Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location unknown)"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 29-year-old female patient (para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included grand multiparity, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies) and headache (during pregnancies). Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, obesity and depression. Concomitant products included losartan, nifedipine (procardia) and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine phosphate (plaquenil) since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with wound care (surgical care and treatment) and surgery (dilatation and curettage procedure, pill to help expel miscarriage). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menorrhagia, abortion spontaneous, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral oclusion and migration of essure pregnancy test - in (B)(6) 2010: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location unknown)"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 29-year-old female patient (para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies) and headache (during pregnancies). Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, obesity and depression. Concomitant products included losartan, nifedipine (procardia) and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine phosphate (plaquenil) since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with wound care (surgical care and treatment) and surgery (dilatation and curettage procedure, pill to help expel miscarriage). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menorrhagia, abortion spontaneous, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular, and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion and migration of essure pregnancy test - in (B)(6) 2010: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: the events pregnancy, miscarriage, device ineffective, urinary infection, vaginal infection, migraine/headaches and nause were added.the event migration or perforation was updated to migration of essure device (location unknown).it was informed that essure was not removed. New reporters, demographic data, events start dates, medical history and concomitant drug were added. On (B)(6) 2018: medical records: hysterosalpingogram results added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location unknown)/right coil is missing and has not been found'), device breakage ('device breakage') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies), headache (during pregnancies) and mucositis. Previously administered products included for an unreported indication: paraguard from (B)(6) 2008, oral contraceptive pill from 2004 to (B)(6) 2007 and depo-provera in 2004. Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, morbid obesity, depression and pericarditis. Concomitant products included losartan and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). The patient was treated with surgery (dilatation and curettage procedure, pill to help expel miscarriage) and wound care (surgical care and treatment). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the menorrhagia, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hypersensitivity, infection, menorrhagia, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral oclusion and migration of essure. Pregnancy test - in (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs & mr received. Onset date of the event abdominal pain was added. Outcome of the events were updated to not recovered from unknown: abnormal bleeding (vaginal, menorrhagia), abdominal pain, severe lower abdominal pain, debilitating menstrual pain, irregular menstrual cycles, dyspareunia, discharge, infections, allergic and/or hypersensitivity reactions, memory loss, hair loss, metallic taste in mouth, tooth decay, fatigue, abdominal bloating , endometriosis, bladder infection, urinary infection, vaginal infection, migraine / headaches, nausea, reporter information, medical history and historical drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location unknown)/right coil is missing and has not been found'), device breakage ('device breakage') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies), headache (during pregnancies) and mucositis. Previously administered products included for an unreported indication: paraguard from (B)(6) 2008 to (B)(6) 2008, oral contraceptive pill from 2004 to (B)(6) 2007 and depo-provera in 2004. Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, morbid obesity, depression and pericarditis. Concomitant products included losartan and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). The patient was treated with surgery (dilatation and curettage procedure, pill to help expel miscarriage) and wound care (surgical care and treatment). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the heavy menstrual bleeding, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral oclusion and migration of essure. Pregnancy test - in (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location unknown)/right coil is missing and has not been found'), device breakage ('device breakage') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies), headache (during pregnancies) and mucositis. Previously administered products included for an unreported indication: paraguard from (B)(6) 2008 to (B)(6) 2008, oral contraceptive pill from 2004 to (B)(6) 2007 and depo-provera in 2004. Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, morbid obesity, depression and pericarditis. Concomitant products included losartan and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). The patient was treated with surgery (dilatation and curettage procedure, pill to help expel miscarriage) and wound care (surgical care and treatment). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the heavy menstrual bleeding, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral oclusion and migration of essure. Pregnancy test - in (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location unknown)/right coil is missing and has not been found'), device breakage ('device breakage') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity, parity 4, recurrent abortion (before essure), urinary tract infection (during pregnancies), headache (during pregnancies) and mucositis. Previously administered products included for an unreported indication: paraguard from (B)(6) 2008 to (B)(6) 2008, oral contraceptive pill from 2004 to (B)(6) 2007 and depo-provera in 2004. Concurrent conditions included lupus erythematosus, blood pressure high, rheumatoid arthritis, osteoarthritis, hyperthyroidism, fibromyalgia, morbid obesity, depression and pericarditis. Concomitant products included losartan and verapamil for blood pressure high as well as duloxetine hydrochloride (cymbalta) since 2015, hydroxychloroquine since (B)(6) 2012, sumatriptan (imitrex) and tizanidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraine / headaches"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping / severe lower abdominal pain") and dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced cystitis ("cystitis / bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). The patient was treated with surgery (dilatation and curettage procedure, pill to help expel miscarriage) and wound care (surgical care and treatment). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the heavy menstrual bleeding, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, urinary tract infection, vaginal infection, migraine and nausea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, migraine, nausea, pregnancy with contraceptive device, urinary tract infection and vaginal infection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, heavy menstrual bleeding, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: the plaintiff experienced more 3 episodes of pregnancy with essure that were reported under the following number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral oclusion and migration of essure. Pregnancy test - in (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2021: mr received. Patient¿s middle name initial added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and/or perforation/fallopian tube rupture"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (surgical care and treatment). At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Plaintiff was forced to undergo additional and significant medical and surgical care and treatment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.